Event description:
It was reported that the patient presented for follow- up with a charge time out alert exhibited by the implantable cardioverter defibrillator. No interventions were made, and the issue will be monitored. The patient was stable.